Manufacturer narrative:
Follow up #1 submitted: 12/01/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. The pump was exercised for 24 hours with the returned battery cap with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no damage or defect found inside the pump when the pump cover was removed for investigation. The power complaint was verified in the pump history but was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. When the battery was changed using alkaline and lithium batteries, the pump would not power on and had no auditory or vibratory functionality. The patient confirmed that the battery cap had never been replaced on this pump. The owner's guide advises the battery cap be replaced every three-to-six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.